Manufacturer narrative:
The pod was received fully deployed with an expected number of pulses during priming. No damages or defects that would contribute to a needle mechanism failure were observed. The cause of the event could not be determined.

Event description:
It was reported by the patient that the pod's cannula deployed late indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.